Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issues. It was determined that the cause of the reported issue is faulty system board. The system board was replace to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed that the device would take long time to boot-up and that device would freeze during performance testing. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.